Manufacturer narrative:
(B)(4). Eval, results: migration, endoleak. Eval, results/conclusion: aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 82 months ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of the event, the aneurysm was 7.5cm in diameter. The aortic neck was angulated 30 degrees, 26 mm in diameter at the renal arteries and 30-31 mm in diameter above the aneurysm. There was disease progression with aortic neck dilatation. It was reported that the pt presented with abdomen pain. The CT showed a proximal type I endoleak and migration; the graft was approx 3 cm below the renal arteries. The physician implanted a 28 aneurx aortic cuff and then a 32 endurant aortic cuff were placed proximally to intervene and the type I endoleak and migration were resolved. No add'l clinical sequelae reported, and the pt is fine.